Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used the tandem charging cable and wall adapter, left the adapter plugged into a working outlet for 30 minutes, and planned to follow up with technical support to confirm usb connection details. During follow up, a power source alert occurred and the pump battery wouldn't charge. Resolution ¿cts to replace pump. The customer will use mdi for alternative method of insulin.